Event description:
There was no iab in the user carton. None of the packaging material was returned was returned to datscope for eval. Everything was discarded. (Event complications: unknown-reported 12/31/97.) (Pt's current status: unk-rpt'd 12/31/97.)